Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range daily shock impedance measurements. The general trend of shock impedance has been stable with high variability. It was noted the increase has been very gradual, and there have been no associated peaks or noise. Lead troubleshooting was recommended to ensure proper tachy therapy. No adverse patient effects were reported. This rv lead remains in service.